Event description:
The device was used during a lobectomy procedure. Reportedly, the staples did not form properly resulting in an incomplete staple line and bleeding. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.